Event description:
It was reported that in the ER prior to insertion, the md noticed that the swg was bent. As a result, a new kit was opened and used without issue. It is not known if there was a delay, however, no death or complications were reported as a result of this occurrence.

Manufacturer narrative:
(B)(4).